Event description:
The customer reported an "ongoing issue" with signal dropout. No pt involvement was reported. There was ambiguous info for this case, and we were unable to exclude a potential safety risk as we were not able to ascertain which parameter or parameters were dropping out and under which circumstances, this complaint was evaluated to be reportable. Add'l investigation will be done to attempt to determine if there was an actual health risk.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.